Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guided them through the reset process, after which the issue did not recur. The customer was instructed to continue using the pump and to report any further malfunctions.